Event description:
The customer disconnected from the pump when they went swimming. It was indicated that they reconnected after swimming and placed the pump in their wet pocket. The customer ran a self test, but during the tone test, there were no beeps. At that time, the customer was advised that the pump needs to be replaced. In addition, the customer was instructed to revert to manual injections per md protocol.